Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('screamed & cried in pain') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (fallopian tubes removed). At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('screamd & cried in pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("sex hurts for me also, it has always hurt but it's worse since e"). The patient was treated with surgery (fallopian tubes removed). At the time of the report, the pelvic pain and dyspareunia outcome was unknown. The reporter considered dyspareunia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm ccomplaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media report received : event "sex hurts for me also, it has always hurt but it's worse since e" , reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('fragments stuck to my uterus'), device breakage ('removal of fragment/ fragment in my lower pelvic cavity') and pelvic pain ('screamd & cried in pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("sex hurts for me also, it has always hurt but it's worse since e"), dysmenorrhoea ("periods started with full force, pain"), rash macular ("red dots on my wrists") and endometriosis ("endometriosis"). The patient was treated with surgery (fallopian tubes removed). Essure was removed. At the time of the report, the embedded device, device breakage, pelvic pain, dyspareunia, dysmenorrhoea, rash macular and endometriosis outcome was unknown. The reporter considered device breakage, dysmenorrhoea, dyspareunia, embedded device, endometriosis, pelvic pain and rash macular to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 1-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('screamd & cried in pain') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (fallopian tubes removed). At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm ccomplaint . Most recent follow-up information incorporated above includes: on 13-feb-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('fragments stuck to my uterus'), device breakage ('removal of fragment/ fragment in my lower pelvic cavity') and pelvic pain ('screamed & cried in pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("sex hurts for me also, it has always hurt but it's worse since e"), dysmenorrhoea ("periods started with full force, pain"), rash macular ("red dots on my wrists") and endometriosis ("endometriosis"). The patient was treated with surgery (fallopian tubes removed). Essure was removed. At the time of the report, the embedded device, device breakage, pelvic pain, dyspareunia, dysmenorrhoea, rash macular and endometriosis outcome was unknown. The reporter considered device breakage, dysmenorrhoea, dyspareunia, embedded device, endometriosis, pelvic pain and rash macular to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: information received via social media: new event 'red dots on my wrists', reported information was added. On 23-mar-2020: social media was received. Reporter were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('screamed & cried in pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("sex hurts for me also, it has always hurt but it's worse since e") and dysmenorrhoea ("periods started with full force, pain"). The patient was treated with surgery (fallopian tubes removed). At the time of the report, the pelvic pain, dyspareunia and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: dysmenorrhoe. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media report: reporter information and new event dysmenorrhoe added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('fragments stuck to my uterus'), device breakage ('removal of fragment') and pelvic pain ('screamed & cried in pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("sex hurts for me also, it has always hurt but it's worse since e"), endometriosis ("endometriosis") and dysmenorrhoea ("periods started with full force, pain"). The patient was treated with surgery (fallopian tubes removed). Essure was removed. At the time of the report, the embedded device, device breakage, pelvic pain, dyspareunia, endometriosis and dysmenorrhoea outcome was unknown. The reporter considered device breakage, dysmenorrhoea, dyspareunia, embedded device, endometriosis and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: dysmenorrhoea and device breakage, embedded device, endometriosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: new event device breakage updated. On (B)(6) 2020: social media received- new event fragments stuck to my uterus, endometriosis were added. New reporter were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.